Event description:
Patient reported right side deflation. Healthcare professional confirmed deflation. Healthcare professional later reported "folded on itself". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported right side deflation. The device remains implanted.

Event description:
Patient reported right side deflation. Healthcare professional confirmed deflation. Healthcare professional later reported "folded on itself". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on posterior side assessed fold flaw opening. Crease folding of implant: observed creases on the device. Additional observations: yellow particles observed inside the device. Observed wear abrasion on the device. No further actions are required as the device was implanted.